Event description:
It was reported that the lead integrity alert was triggered for right ventricular (rv) lead increasing short interval counts (sic), high and fluctuating impedance and high rate non-sustained episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011. (B)(4).